Event description:
Literature was reviewed regarding ¿hostile neck anatomy (hna) and its variation as a prognostic factor of endovascular aneurysm repair (evar) complication in abdominal aortic aneurysm (aaa)¿. The time frame of the study was over four years. Multiple manufactures products were mentioned within the article. Endurant stent grafts were implanted in the patient population. 131 patients were included in the study.  The following malfunctions were reported; type ia endoleaks  the following adverse events were reported; pneumonia, ischemia, arrhythmia, myocardial infraction, thrombosis, stroke, infection, r e-intervention  patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ hostile neck anatomy (hna) and its variation as a prognostic factor of endovascular aneurysm repair (evar) complication in abdominal aortic aneurysm (aaa)¿.  Prasertcharoensuk s, sutichaiworapong w, tanmit p, wongkonkitsin n, lawanaskol s, jansiriyotin p vascular and endovascular review vol 7 no 1 2024  https://doi.org/10.15420/ver.2024.07.01.05 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.